Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit and was able to reproduce the reported issue. The stm found that the console cover was damaged from falling backwards from the helicopter. The pressure tube assembly was punctured on the inside of iabp. The stm replaced: the console cover, the slide handle, the nut stop, the sleeve pivot, and the pressure tube assembly. The iabp passed all functional and safety test according to factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was dropped when transition from hospital to aircraft. The unit has a dent on the rear near the handle. There was no adverse event was reported.